Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
At the repair bench it was found that there was no audio from the speaker. The device was not clinical in use when the issue was found.